Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 2 months after implant. Reason stated was refractive surprise and a higher diopter iol was implanted. The physician reported the secondary surgery caused no patient injury or adverse effects.

Manufacturer narrative:
The iol was not received for analysis. The lens met all manufacturing specifications prior to release. Based on the information received from the physician, we do not believe this event is manufacturing related. We will continue to monitor and trend all reports.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 18.5 d. All other optical measurements met manufacturing specifications. These results reasonably suggest this issue is not manufacturing related. We will continue to monitor and trend all reports.